Event description:
It was reported to an aci sales professional that a pt underwent a percutaneous atherectomy at the left superficial femoral artery in 2009. Contralateral access was obtained via a 7f sheath. The physician, trained to the mynx procedure, proceeded to prep and deploy the mynx closure device per instructions for use (IFU). Hemostasis was achieved and the procedure was believed to be successful. The pt was transferred to the recovery area and one hour post procedure, it was noted that the pt had a hematoma that was developing over her abdomen. The pt was brought back to the ccl (cardiac cath lab) for an angiogram which revealed a small extravasation of contrast at the access site. The pt was given 4 units of blood and the artery was compressed to treat the bleeding. The pt remained in the hospital an additional 2 days. It was reported that the pt is recovering without further clinical sequelae.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Hematomas are listed in the mynx instructions for use (IFU) as a potential adverse event or condition that may be associated with the mynx or with the diagnostic or interventional procedure. The device used in this procedure was not returned for evaluation; based on the info provided and the investigation performed, the root cause of the reported hematoma is unk. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality dept.